Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The physician actually removed about 1cc of drug from the pump so the pump was not empty even though it had reached 0ml volume. The healthcare provider (hcp) already refilled pump and asked for assistance with reprogramming. The hcp did not answer, when the pump had calculated that it was empty, but did state that the low reservoir alarm volume had been set to 2ml and was schedule to go off (B)(6). No symptoms were reported. The pump system was delivering gablofen.